Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that staff identified roundish, opaque particles in 24 devices, which ranges in size from very small to large, while others were fibers. Some were fibers of color (red or blue). Several devices with multiple particles some with 3 and some with 4.¿ the event occurred during visual inspection and there were no patient involvement and no patient harm.

Manufacturer narrative:
D4: primary UDI number; (B)(4). G1: mfg contact office city; minneapolis. G1: contact office zip code; 55442. H4: device MFR date; 10/22/2025.